Event description:
It was reported: fire incident occurred to one of the (B)(6) hospital. The unit model: ms26800 sn: (B)(6) draeger ID: 1029093110. The incident happened this morning around 6:50am inside zone 3 area, little fire and smoke noticed by the staff near the nurse station. Staff managed to put the little fire down and removed the keyboard from site, central system is tested by our engineers and working alright and the effected keyboard is replaced with a temporarily keyboard. No adverse patient impacts was reported.

Manufacturer narrative:
The reported issue was confirmed but a precise root cause could not be determined. Upon review of the complaint photos and the keyboard itself, the damage was to the cable connecting the keyboard to the computer via usb. The cable damage was consistent with an internal wiring issue. A replacement keyboard (keybrd spillproof en - ms22288) will be sent to the customer. This is an isolated case.

Event description:
It was reported: fire incident occurred to one of the draeger central station at (B)(6) hospital (B)(6) area. The unit model: ms26800 sn: (B)(4) draeger ID: (B)(4). The incident happened this morning around 6:50am inside (B)(6) area, little fire and smoke noticed by the staff near the nurse station. Staff managed to put the little fire down and removed the keyboard from site, central system is tested by our engineers and working alright and the effected keyboard is replaced with a temporarily keyboard. No adverse patient impacts was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.